Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient saw an error code on one of their external devices. It was also noted that the patient felt that the stimulation and therapy wasn't working as well as it used to. Additional information received from a healthcare professional reported that in (B)(6) 2016 the patient¿s device showed an elective replacement indicator (eri) message. It was also noted that the stimulation would shut off at least 6 times during charging. It was felt that the battery was starting to fail. The patient had tried turning their device off and back on again to resolve these issues. The issues had not been resolved at the time of the report. The patient was implanted for other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.